Event description:
It was reported that when the physician attempted to demonstrate the vibratory notifier to the asymptomatic patient during device check, the physician or patient could not feel the vibration. It was recommended to use wand only telemetry. Subsequently, the device was explanted and replaced. The reason for device replacement is unknown. No further information is available at this time. The device is included in fsca advisory for premature battery depletion.

Manufacturer narrative:
The patient notifier anomaly observed in the field was confirmed in the laboratory. The patient notifier was tested, and it was not vibrated due to a defected part. The cause of the defected patient notifier was undetermined.

Event description:
New information received notes that the device was replaced due to notifier anomaly. Patient was stable.